Manufacturer narrative:
Date of event: (B)(6) 2020, date of this report: 25sep2020.

Event description:
It was reported the battery failed. There was no patient involvement. The manufacturer's international service technician confirmed the battery would not charge. The manufacturer's international service technician replaced the battery and the issue was resolved.